Manufacturer narrative:
(B)(4). Complaints reported against this product do not meet the requirements for reporting to the FDA as the allegation was not signal loss over an hour. MFR 3004753838-2019-101369 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Complaints reported against this product do not meet the requirements for reporting to the FDA as the allegation was not signal loss over an hour. - MFR 3004753838-2019-101369 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.